Event description:
Pt reported that their one touch profile meter was giving them not ok message. This issue was not resolved with troubleshooting. Medical affairs specialist called the pt in 2004 for more clinical info, but was unable to reach pt. A letter will be sent out to try and contact pt. Per initial info provided by pt, pt had contacted emergency services since their meter was not working. Meter was replaced. There was no further info provided regarding this.